Manufacturer narrative:
Evaluation summary: the system was examined by a company representative who did not indicate finding any issues that would be associated with the reported event. The lamp was replaced. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause could not be determined conclusively.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A customer reported that the light source of the system turn off at the very end of the surgery. The surgery could be completed on time. There was no patient harm. No system messages were displayed. No additional information is expected.